Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted. Additional information: d10, g4, h3, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted no visual abnormalities with the exterior. A review of the system logs showed the returned adapter (serial number c19acc0026) and reload were connected to the power pack in log 261. In this log, the device entered firing mode and the device was partially fired. It was partially fired due to the close key being released and the open key then being pressed. The handle then experienced a communication problem between it and the adapter. The adapter reestablished communication to the handle and tries to go into emergency retract, but it loses communication again. The one wire data of the adapter is lost, and the adapter disconnects again. When the adapter establishes connection again, a bad crc is noted on the one wire chip of the adapter and prevents the adapter from being used any further since the adapter one wire data is now invalid/unknown. It was reported that the jaws of the device remained closed on tissue after firing. The reported issue was confirmed. The most likely cause was not traced to the device. This issue may occur due to the returned adapter having a bad crc. It was also reported that the power pack shuts off and the device lost functionality. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while transecting the stomach, when the device has been moved into place and the jaws closed onto tissue. When the surgeon pressed the 'fire' button to activate firing mode, the stapler has become unresponsive. No response to 'exit' firing mode. No response to open the jaws. Surgeon has rebooted the handle by pressing and holding the 'fire' buttons. The device remained unresponsive, with the reload still fastened around the patient tissue. Surgeon detached the handle from the adapter and then used the manual retraction tool to unwind the staple reload from around the patient tissue. Procedure was completed using a manual stapler. No patient injury.